Event description:
It was reported that the patient presented with two episodes of vt treated with atp and shock. An alert indicated low impedance and possible output circuit damage. The device was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of output anomaly was confirmed in the laboratory. An arc mark was observed on the can. Further evaluation of the arc mark indicated the presence of lead material. The device ws tested on the bench and detected the high voltage output transistors were damaged. The cause of output anomaly is believed to be due to a lead anomaly.